Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The hardware on the backlight inverter printed circuit boards (pcbs) was updated. The unit passed extended self-testing.

Event description:
Report received that ventilator had a blank bottom screen. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.